Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. Customer's blood glucose level was 515 mg/dl. A correction bolus was delivered to address bg. Customer loaded a new cartridge to address the issue. Reportedly, customer continued to use the pump for insulin delivery.